Manufacturer narrative:
(B)(4). Physio-control performed an evaluation on the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control reviewed the downloaded electronic device record and verified that there was a poor connection to the patient through the third party brand electrodes when the electrodes were initially connected to the patient. A few seconds within initial connection, the device logged a lead off message. At the same time that the lead off message occurred, the user pressed the lead select button and changed the device to display lead ii, however there was no patient ECG cable connected to the patient. The customer reported to physio-control that one of the defibrillation electrodes was placed over the top of a peripherally inserted central catheter (PICC) line on the patient's chest. The patient's PICC line was covered by a clear plastic adhesive. When the medics placed a new set of  defibrillation electrodes on the patient, they positioned them away from the PICC line.                 Physio-control performed a clinical assessment of the event and it has been concluded that the likely cause of the missing ECG waveforms for approximately the first 3 minutes was due to a use error: the device user placed one of the defibrillation electrodes on top of the patient¿s PICC line which was covered by a clear plastic adhesive. Subsequently, the device user switched the monitor to lead ii with no patient ECG monitoring cable connected to the patient until approximately 2 ½ minutes later.

Event description:
It was reported that the device displayed a ¿leads not connected¿ warning message when an attempt was made to charge the defibrillator after placing disposable defibrillation electrodes (manufactured by conmed) on the patient.  A backup defibrillator device was obtained and 3 defibrillator shocks were administered to the patient. The patient, a (B)(6) year old male, was not resuscitated.